Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer returned a photo. The photo showed an unraveled guide wire, but no conclusion could be made from the photo. A device history record (DHR) review performed on the guide wire and catheter did not reveal any manufacturing related issues. The report that the guide wire unraveled could be confirmed through a photo of the sample provided by the customer. However, no sample was returned and no conclusions could be made from the photo. A DHR review performed did not reveal any manufacturing related issues. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges when attempting to remove the guide wire it could not be pulled back. It was noticed that the coil which surrounds the inner wire had unraveled. The catheter was removed together with the guide wire. No harm to the patient.

Manufacturer narrative:
(B)(4) the results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges when attempting to remove the guide wire it could not be pulled back. It was noticed that the coil which surrounds the inner wire had unraveled. The catheter was removed together with the guide wire. No harm to the patient.